Manufacturer narrative:
A front bezel was returned for analysis, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The device was evaluated by the customer and a philips field service engineer (fse). The fse replaced the front bezel (navigation-ring) to address the reported issue. The device was reported to fully met the specification and was returned to use. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
The customer reported a defective nav-ring was identified on a ventilator during preventative maintenance (pm). Additionally, the customer reported that the touchscreen did not allow the user to accept or cancel. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy caused by the event.